Event description:
After a cervical facet denervation, the pt complained of an internal burning sensation. The pt lives two hours from clinic and would not return to the clinic for follow-up. Therefore, the physician could not assess the possible injury. The product is a disposable product and was thrown away after the procedure. The pt reports he is doing fine now.